Event description:
It was reported that the patient underwent a procedure for cervical arthroplasty at c6-7 with implant of an artificial disc. After the device was implanted, the surgeon noticed that the device was not sitting parallel to the patient¿s cervical spine. The device was removed and it was noticed that the disc was collapsed on one side and was not parallel as it should be. The surgeon requested a new device. No patient complications were reported.

Manufacturer narrative:
Additional information: upon receipt, the implant endplates were visually aligned as received. The misalignment of the opposing implant titanium endplates suggest the cutter may not have been perpendicular to vertebral endplates when cutting the implant interfacing surfaces. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.